Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms and the battery was not holding its charge. Customer shut down the pump or changed the cartridge to clear the occlusion alarm. There was no reported impact to blood glucose. Customer declined to provide further information and declined tandem technical support's offer to perform a pump system check.